Event description:
Ous MDR - after an implantation time of 10 days, an increase in the lead impedance to more than 2500 ohm was reported. It was also reported that the patient was resuscitated with an external defibrillator. The lead and the pacemaker were explanted and replaced. The devices were returned for analysis.

Manufacturer narrative:
The pacemaker complained about and the lead were returned and underwent a thorough analysis. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery was fully charged. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemaker's capability to provide therapy was tested. The anti bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this. The device did not show any restrictions of its capability to provide therapy. The impedance measurement functions were checked in different configurations of the polarity, as well as on various load resistances. The measured values did not show any anomalies. In summary, the device was ok during the analysis and within specifications both in regard to the connection system and the lead. The inspection of the lead did not show any deviations from the technical specifications, which could be related to the clinical complaint. The lead proved to be conforming to specifications and normal. The measured electrical measurement values were within the specification. The fixation was without abnormalities. There were no indications of a material defect or manufacturing error for either the pacemaker or the lead.